Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. During pulse testing the monitor delivered a low-energy pulse and then reset. The cause for the failure was isolated to the defibrillator pca. The root cause for the reset has not yet been identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it reset.